Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the surgeon, the patient experienced an infection (mrsa) resulting in an extrusion of the implant. The infection was treated with topical and systemic antibiotics. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.